Manufacturer narrative:
The photo provided by the customer observed visible residue of fluid on all reported suspect sets. The root cause was not identified..

Event description:
The customer reported visible residue of hazardous drugs on connecting surfaces upon disconnection when they prepare chemo in their pharmacy 90-100% of the time every day for the past 5 years. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported visible residue of hazardous drugs on connecting surfaces upon disconnection when they prepare chemo in their pharmacy 90-100% of the time every day for the past 5 years. There was no patient involvement.